Event description:
The patient presented 4-5 hours post symptom onset with an occlusion/suspected underlying stenosis in the left mca/m1 segment. During the first pass with the merci retriever x6, the physician engaged the clot and torqued the device per the IFU however, the physician may not have positioned the microcatheter proximal to the proximal loops before applying torque. During pull back, the x6 stretched and fractured. It appeared that the entire helix remained in the patient. The physician made three attempts to ensnare the tip with a microvena snare but was unsuccessful in retrieving the tip. The post-fracture and post-procedure angiograms showed no evidence of vessel damage or perforation. There were no reported device-related significant adverse events/adverse clinical sequelae associated with the tip fracture or attempts to retrieve the tip. The patient's stroke evolved and they experienced an infarct of the left mca territory. The patient remains in stable condition.